Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a051201captures the reportable event of wire /anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician activated the diathermy and after a second, the cutting wire broke. It was reported that there was a break in the cutting wire, and the wire anchor dislodged. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with a new autotome rx 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician activated the diathermy and after a second, the cutting wire broke. It was reported that there was a break in the cutting wire, and the wire anchor dislodged. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with a new autotome rx 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a051201captures the reportable event of wire /anchor dislodged or dislocated. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole, which are consistent with the findings when the device was observed under magnification. Additionally, the anchor was still inside the catheter. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It was observed that the anchor was still inside the catheter. Therefore, the reported code wire/anchor dislodged or dislocated was not confirmed. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.